Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at an unknown dose) via an implantable infusion pump. It was reported that the patient had an unrelated procedure two weeks prior where they "added some catheter." It was unknown why they added the catheter. Two weeks later the patient presented to the emergency room (ER) either on (B)(6) 2020 and then the whole pump system was explanted on (B)(6) 2020 due to infection. It was noted the hcp "eye balled it and could see it was infected." The patient was put onto oral medication and was planned to be re-implanted in 8 weeks per the hcp. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. The issue was considered resolved. No further complications were reported.